Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump had a helium leak, drive malfunction and also have a broken cover. The fse also reported that user dropped the device. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Corrected field: e1 (event site name, event site address, event site email). Updated fields: b4, b5, b6, b7, d10, d9, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ clinical code, health effect ¿ impact codes, medical device ¿ problem code), h11. A getinge field service engineer (fse) stated the failure was noticed during a preventative maintenance and the customer apparently lent their device to the (B)(6) hospital, where the cardiosave was unfortunately damaged following a fall. After evaluation the fse found a helium leak on the device and the drive malfunctioned. The fse reported that users at the (B)(6) clinic dropped the cardiosave. The fse replaced broken cover and chassis (0441-00-0194), handle (00367-00-0114) with screws (0212-12-0604 & 0212-12-0605), drive manifold (0104-00-0031), helium tank assy (0997-00-0565) and full functional checks were performed. All functional and safety test were good.

Event description:
It was reported by getinge technician that users at the ormeau clinic dropped cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
It was reported by a getinge field service engineer (fse) that while the device was being moved from service, the cardiosave intra-aortic balloon pump (iabp) was dropped without the patient being connected to it. The fse stated the failure was noticed during a preventative maintenance and the customer apparently lent their device to the tarbes hospital, where the cardiosave was unfortunately damaged following a fall. After evaluation the fse found a helium leak on the device and the drive malfunctioned and broken cover. The fse replaced broken cover and chassis, handle with screws, drive manifold, helium tank assy and full functional checks were performed. All functional and safety test were good. No patient involved and harm reported.

Event description:
N/a.